Event description:
Patient was revised to address loosening of the femoral component at both interfaces. The manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
Update: **this is a clinical patient.** clinical information was supplied and reviewed. The investigation could not draw any conclusions regarding the reported event with the newly supplied information. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** 03/12/2013 - patient's medical records were received (B)(4) 2013. There is no new information that would change the existing MDR decision. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Clinical information was supplied and reviewed. The investigation could not draw any conclusions regarding the reported event with the newly supplied information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.